Event description:
It was reported the patient developed an infection and (B)(6) bacteremia. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.